Manufacturer narrative:
Concomitant medical products: 457453 lead. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead. It was also reported there was small r wave amplitude and persistently increasing impedance. It was noted there was potential loss of capture/ exit block. The lead remains in use. No patient complications have been reported as a result of this event.